Event description:
As reported, a 5f 100cm 135-degree vertebral (ver) tempo diagnostic catheter cracked. A second 5f 100cm 135-degree ver tempo diagnostic catheter was used as a replacement without issue. There were no reported injuries to the patient or adverse effects noted. Additional information was requested but was not provided. The device was not returned as expected.

Manufacturer narrative:
Please note that the date of this procedure is unknown. Additional information is pending and will be submitted within 30 days upon receipt.